Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure the staff experienced the heating of the handpiece. There was a delay in surgery. There was no impact to the patient. This is the second of two reports being filed for this facility. Additional information has been requested and received.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, a handpiece was returned for the investigation. The handpiece was manufactured on january 14, 2015. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample found no visual nonconformities. The returned sample was connected to a calibrated system. The handpiece tuned successfully, but failed the temperature test, which found the shell temperature to exceed 48°c after running for 1 minute at 100% torsional and 100% longitudinal power with 50% switching frequency. However, the handpiece completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, where the handpiece failed tuning. The handpiece was connected to a resistance test box which found a measureable resistance from the high electrode to ground. The customer reported temperature high was confirmed. However, the root cause of the reported temperature high could not be determined conclusively. The manufacturer internal reference number is: (B)(4).